Manufacturer narrative:
(B)(4). As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
During a follow up call on (B)(4) 2011 for an unrelated alarm the patient's wife reported that he had been in the hospital for several days with peritonitis. On the same day baxter contacted the registered nurse (rn) regarding this report of peritonitis. The nurse reported that she was aware that the patient was in the hospital for peritonitis. She had no further information regarding this incident at that time. On (B)(4) 2011, baxter contacted the peritoneal dialysis (pd) rn who reported that the patient's peritonitis was due to him forgetting to replace the mini-cap between therapies. She reported that on (B)(6) 2011 the patient contacted baxter regarding an unrelated alarm and he was instructed by the technical service representative to restart therapy. She reported that this was at 1:30 am and the patient forgot to put the mini-cap on after ending therapy and preparing to restart. She reported that the patient was retrained on aseptic technique. The patient was hospitalized for 4 -5 days starting on (B)(6) 2011 (date of discharge unknown). The patient was treated with vancomycin , dose and length of treatment were not reported. The patient has since recovered and continues pd therapy without incidence. No further information was available.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lots gd880781, gd879916, gd879171, gd879163 was performed with no defects noted during batch review. The root cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.